Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately compared to feelings /normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist called the patient for follow up. The cca was advised by the patient that alleged inaccuracy began on ¿(B)(6) 2015, 4:30am afternoon and evening¿ when she obtained results of ¿78, 116, 200, 125 and 238mg/dl¿ on the subject meter. The patient manages their diabetes with a combination of medications including (metformin, lantus and humalog) and on the same day reported that she increased her dose of meds, type and dose unknown. The patient reported on an unspecified time after the alleged issue began she developed the symptoms of ¿nausea, dizziness, fatigued, sight issue and fainted¿. The patient reported that emergency medical services took her to hospital where she spent 7 days, three of these days were spent in intensive care unit ICU. The patient was unable to recall the specifics of the treatment but insulin and IV fluids were administered. The patient claimed that the hospital informed her that her blood glucose was recorded at ¿1198mg/dl¿ on an emergency medical service device. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the test strips were stored correctly and within their expiry date. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter, altered her medications based on the alleged results, and reportedly experienced symptoms suggestive for an acute complication of diabetes.